Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on march 26, 2024. With catalog number macghan330cc . Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening in diaphragm valve side assessed as cracked valve seat diaphragm valve. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right side "collapsed". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "collapsed". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18apr2024.

Event description:
Patient reported right side "collapsed". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d4, d6a, h6.

Event description:
Patient reported right side "collapsed". Device has been explanted and replaced.